Event description:
It was reported that post implant of the implantable pulse generator (ipg) system, the patient became compromised and unresponsive. It was noted that the right ventricular (rv) lead exhibited possible perforation, lead to pericardial effusion. A pericardiocentesis was performed and fluid drained from the heart. The patient remained critical and unstable and was transferred to critical care unit, however the patient passed away later that day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.